Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. All related medwatch reports associated with this incident: 2122870-2013-00035, 2122870-2013-00036, 2122870-2013-00037, 2122870-2013-00038, 2122870-2013-00039, 2122870-2013-00040.

Event description:
The customer reported suppressed troponin I (access accutni) and creatine kinase-mb (ck-mb) results, for multiple patients, on separate days, involving the access 2 immunoassay system. The suppressed results were displayed as no value or cancelled. The customer also noted sample counts outside limits system error with troponin I results and relative light units (rlu's) flags. Troubleshooting revealed one of the fittings, on top of the substrate bottle cap, was loose. The customer tightened the fitting and primed the instrument for all fluidics. The customer performed troponin I controls and noted no system errors occurred. No erroneous results were released out of the laboratory. There was no patient impact associated with this event. The customer resolved the issue and returned the instrument to normal operation. This is report five of six.